Event description:
It was reported that during surgery, the head of the impactor tip broke during head impaction. No pieces entered the wound. Case completed with backup instrument. No injury and delay of less than 30 minutes.

Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.